Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had experienced ongoing diabetic ketoacidosis (dka) and blood glucose (bg) levels of approximately 375 mg/dl. The customer administered manual injections. The customer reported that the healthcare provider advised the customer to revert to manual injections for therapy until bg level was resolved. The customer declined to provide further details regarding the event.

Manufacturer narrative:
The investigation has been completed. Functional testing was performed and no failure was identified related to the reported issue. However, a different issue was found.